Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient claimed that for the past few days his pump had started beeping periodically and the screen would be blank. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the black box shows evidence of short battery life and power loss. The pump was exercised for 24 hours with power loss and replace battery alarms duplicated. Evaluation revealed the pump's current draws were higher than specifications. Investigation revealed a defective integrated circuit. Once the defective component was removed, the pump's current draws returned to normal.